Event description:
Pt had initial breast augmentation. Recent mammogram caused suspicion of rupture that and bilateral capsular contractures necessitate removal. Upon removal rupture of both implants confirmed.